Event description:
It was reported that this patient presented to their healthcare facility after receiving three shocks from this subcutaneous implantable defibrillator (s-ICD) device system. Upon interrogation, it was determined that these shocks were inappropriate. Boston scientific technical services (ts) was contacted and it was discussed that provocative maneuvers and diagnostic imaging should be performed to evaluate the s-ICD system integrity and placement. Diagnostic imaging was performed which confirmed appropriate electrode insertion, but bending outside the header was noted which could result in electrode impairment. Additionally, provocative maneuvers were performed, but the noisy signals and poor amplitude measurements remained, regardless of the programmed sensing vector. The physician elected to subsequently explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both the device and electrode are expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient presented to their healthcare facility after receiving three shocks from this subcutaneous implantable defibrillator (s-ICD) device system. Upon interrogation, it was determined that these shocks were inappropriate. Boston scientific technical services (ts) was contacted and it was discussed that provocative maneuvers and diagnostic imaging should be performed to evaluate the s-ICD system integrity and placement. Diagnostic imaging was performed which confirmed appropriate electrode insertion, but bending outside the header was noted which could result in electrode impairment. Additionally, provocative maneuvers were performed, but the noisy signals and poor amplitude measurements remained, regardless of the programmed sensing vector. The physician elected to subsequently explant and replace the entire s-ICD system to resolve the event. The patient was stable with no additional adverse effects. Both products were received for analysis.